Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvb10) was missing from the vial. Another implant was placed during the same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. A visual inspection of the photographs provided identified an outer box, a patient chart label, and an empty outer vial. The inner vial along with the implant was missing. The tamper evident ring on the cap of the vial appeared to be broken (opened). There was no evidence of any damage to the outer box or the vial. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The complaint could not be verified, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The DHR review identified that the implant was secured to fixture mount during in-process and final inspection. All operations and inspections were executed as per applicable procedure. The exact details of the device condition when received by the customer are unknown. A root cause cannot be determined.